Manufacturer narrative:
Intuitive surgical, inc. (Isi) has been received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is evaluated and/or if additional information is received.

Event description:
It was reported that during da vinci-assisted surgical procedure, there were differences observed in the position of the 30-degree endoscope plus and the image displayed. The procedure was completed. There was no report of patient harm due to this event. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the image was inverted. The endoscope did not freely move with uncontrolled motion. The event did not involve a reversed control on system arms. The endoscope was installed in the lower alignment. The surgeon confirmed desired orientation when endoscope was installed and there was an indication of the image orientation provided to the user via user interface. The endoscope and endoscope¿s adapter/base were still engaged/in-synch/attached. There was no damage observed on the endoscope¿s adapter/base such as missing screw(s) or component. A second endoscope was used to complete the case.

Manufacturer narrative:
Additional investigation was performed by the failure analysis team. The endoscope was tested and placed on a camera attenuation tester or equivalent to measure transmittance but failed functional testing. The endoscope failed transmittance due to the measured output power not meeting specification limits.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The 30 degrees endoscope plus was analyzed and the reported failure was confirmed but not replicated. The endoscope was visually inspected and found with cosmetic damage. During inspection of the endoscope cable integrated connector, the cable integrated connector housing exhibited discoloration.